Event description:
The salute fixation device is intended for fixation of prosthetic material. The device related to this report was firing intermittent straight wire instead of the coil shape. Failure occurred in three different disposables. The device was not used on a pt in this condition.